Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a cable local infection and a device malfunction. The ventricular assist device (vad) remains in use. The patient was a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a pump with unknown serial number was not returned for evaluation. Review of the manufacturing documentation could not be performed due to the unknown serial number of the device. Review of the sterility certificate could not be performed due to the unknown serial number of the device. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.